Event description:
Original result for a pt sodium was 119 mmol/l. When repeated, the result was 138 mmol/l. The field service rep found that the ise tubing was faulty and repaired the instrument by replacing the tubing.